Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found needle separated from the sensor. Complaint was against enlite-serter.

Event description:
The customer reported via phone call that the needle hub was stuck on the serter. The customer's blood glucose was unknown at the time of incident. The customer stated that the sensor was dislodged and pulled out of the skin as the serter and hub assembly were removed. The sensor will be returned for analysis.